Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, in training, attempted arteriotomy closure using the perclose device after an unknown procedure in the cfa. The arterial closure was attempted even though low pulsatile blood flow was noted through the marker lumen. With the blood dripping irregularly, it was decided to continue with arterial closure. The procedure was completed, with hemostasis achieved by the device. Fifteen days after the procedure, the patient developed claudication while walking. A doppler ultrasound revealed a stenosis in the cfa around the closure site. The vessel was opened with percutaneous transluminal angioplasty by purposely breaking free the suture. There were no patient consequences. No additional information is available.